Manufacturer narrative:
H10:  additional manufacturer narrative updated a2 and a3 per new information received

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10: additional manufacturer narrative. Updated b5, d10, f10, and h3 per new information received. Product evaluation: customer reports of aortic stenosis and severe calcification were confirmed through observed calcification and host tissue overgrowth. Commissure 2 and wireform appeared bent inwards. X-ray demonstrated heavy calcification were observed on all three leaflets. Extrinsic calcific deposits were observed on the surface of all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 2 mm on leaflet 1 on the inflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. A non-transmural tear, approximately 3 mm long, was observed near commissure 2 on the outflow aspect; calcification was evident at the tear. Two non-transmural tears, each approximately 2 mm long, were observed on the cusp of leaflet 2 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Wireform was exposed near commissure 2 on the outflow aspect. Multiple suture holes were visible around the sewing ring.

Event description:
Edwards received information that a 23mm aortic valve, implanted approximately one (1) year and six (6) months, was explanted due to aortic stenosis, leaflet torn, and pannus secondary to severe calcification. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 21mm mechanical valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿.

Manufacturer narrative:
Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. The device was not returned for evaluation, as the device return follow-up is ongoing. The root cause of this event cannot be conclusively determined. However, it is likely that patient related factors contributed to the event. The patient was noted to be dialysis-dependent. Per the device¿s instructions for use, the safety and effectiveness of the magna ease aortic bioprosthesis model 3300tfx has not been established for patients with abnormal calcium metabolism (e.g., chronic renal failure, hyperparathyroidism). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23mm aortic valve, implanted approximately one (1) year and six (6) months, was explanted due to aortic stenosis secondary to severe calcification. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 21mm non-edwards mechanical valve with no adverse patient events reported. The patient status was reported as ¿under treatment¿.